Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator on (B)(6) 2018. It was reported that the patient had a fall unrelated to the stimulator on (B)(6) 2018 and now he is feeling like his stimulation is different and he wants to be reprogrammed. The manufacturer representative is planning on reprogramming and interrogating the device on (B)(6) 2018. No surgical intervention was planned or performed. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient was reprogrammed and was happy with the coverage. No further complications are anticipated.